Manufacturer narrative:
UDI# (B)(4). The device is expected for analysis, but to date it has not been received for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during a coil embolization procedure to treat a cerebral aneurysm, the middle of the orbit mini comp fill 3.5x7.5 coil (637mf3575/17002278) was stretched when deployed. The surgeon removed the device and changed to a new coil to complete the procedure. The target site was not narrow, and the (gc) guide catheter and (mc) microcatheter were deployed successfully. There was no report on patient injury. The device will be returned for analysis. There was no resistance during the event, and no additional torque was used while the coil was in the aneurysm. The coil was not left in the aneurysm while the microcatheter was re-positioned. After the event, the coil remained attached to the delivery system. No further information was available.

Manufacturer narrative:
It was reported that during a coil embolization procedure to treat a cerebral aneurysm, the middle of the orbit mini comp fill 3.5x7.5 coil (637mf3575/17002278) was stretched when deployed. The surgeon removed the device and changed to a new coil to complete the procedure. The the target site was not narrow, and the (gc) guide catheter and (mc) microcatheter were deployed successfully. There was no report on patient injury. The device will be returned for analysis. There was no resistance during the event, and no additional torque was used while the coil was in the aneurysm. The coil was not left in the aneurysm while the microcatheter was re-positioned. After the event, the coil remained attached to the delivery system. No further information was available. A non-sterile orbit mini comp fill 3.5x7.5 was received is two sections inside of a plastic bag. The broken section was found at 162cm from the proximal end of hub. The hypotube was inspected and several kinks were noted on it. The introducer was received partially unzipped without damage. Part of the support coil was found outside of the introducer from the proximal end. The rest of it, the gripper and the embolic coil were found inside of the introducer. The gripper and the embolic coil were inspected under microscope through of the introducer; the gripper was found without damage while the embolic coil was found stretched. The edges of the broken section show evidence that appear that it was elongated before it was broken. The review of lot 17002278 presented no issues that were considered potentially related to the reported complaint. The failure reported by the customer as ¿coil - unraveled/stretched-during placement¿ was confirmed. The cause of the stretched condition on the embolic coil and the broken section found on the device was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.